Event description:
Covidien received info that the 840 ventilator stopped cycling while in use on a pt on (B)(6) 2011. The pt was not harmed or injured as a result of the event. The customer reported to have replaced th psol assembly. The ventilator passed all testing.

Manufacturer narrative:
Covidien was not authorized to service the device.